Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported that is charges but still takes a long time: 4 hours or more. No further complications reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported for ¿like 6 months¿ it had been taking longer to charge their ins. The patient clarified that they had to ¿sit for 6-7 hours¿ to charge their ins and it used to take ¿at least 4 hours to charge the ins fully.¿ they reportedly try not to go below ¼ ins battery level when they start charging. Patient reported they get 6-8 coupling bars consistently when they are charging, but they don¿t charge until they reach the charge sufficient or charge complete screen because it takes too long. It was reported that the desktop charger (dtc) connector pin ¿broke off¿ into the recharger (insr) so they could not charge the insr. The insr screen reportedly went "black." The patient reported that it had been a ¿rough few days¿ and clarified that they were in pain. The pain reportedly got bad ¿probably friday morning¿ and they ¿can¿t sleep or turn right.¿ the patient was unable to charge their ins due to the insr battery being dea d. No further complications reported/anticipated.